Manufacturer narrative:
The fuse was blown due to charring of the j10 cable. The j10 cable powers the cooling fan to the power supply. The fan and cable were replaced and the instrument was powered up. Controls were ran and passed as well as the pt samples.

Event description:
Customer stated the instrument fuse was blown and the instrument was down. Since this was their only instrument they had hundreds of urnines waiting to be run and are too many to do manually and this is their only instrument.